Manufacturer narrative:
Corrected h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the patient experienced a pocket infection two weeks post implant, requiring debridement. During procedure when unscrewing the right ventricular (rv) lead, there was a slippery thread phenomenon. After completing the debridement, although the screw cap was put back, the lead could be easily pulled out after the "clicking" sound when unscrewing. This was tried three times with the same result, indicating that the set screw could not properly secure the lead. Therefore, the surgeon deemed the set screw to be damaged and, considering patient safety, decided to discard the device and the device was replaced. No patient complications have been reported as a result of this event.